Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 470 mg/dl; cause was unknown. Hcp advised customer to address elevated bg via a correction bolus and manual injection. Additionally, the customer changed out supplies. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.